Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B) (6) 2010, pt reported she has been experiencing elevated blood glucose for the past couple of days. Pt's normal blood glucose range is 90-120 mg/dl. Pt reported her blood glucose reading at dinner was 446 mg/dl. Pt reported she changed her infusion site, infusion tubing and insulin cartridge on (B) (6) 2010 and again today. Advised pt to avoid any bone, muscle or scar tissue as it can prevent the absorption of insulin. Pt reported there was an air bubble in the insulin cartridge. She sated it was a large air bubble. Pt reported she did not prime the air bubble out; she figured it would work its way out. Advised if air bubble is in the cartridge, she needed to prime it out because that is preventing insulin from being delivered. Pt reported she received no errors on the infusion device. On follow up call on (B) (6) 2010, pt reported her blood glucose has gone down. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.